Manufacturer narrative:
(B)(4). (Other): lens remains implanted. Evaluation codes: method - (other): work order search, medical review results - (other): a lens work order search was performed and no similar complaints were found within the work order. Medical review - review of the file indicates that the lens was not implanted in accordance with the dfu requirements (e.g. Patient age below 21 or over 45 years, acd below 2.8mm for icl/ticl and below 3.0mm for vicl/vticl, keratoconus, pregnant or nursing patients, patients with low/abnormal corneal endothelial cell density, fuchs dystrophy or other corneal pathology, patients who are amblyopic or blind in the fellow eye). Off-label use of the device, no clinical data can support the complaint event(s) or the effect(s) on the efficacy and safety of the device. This information has been communicated to the medical advisor of staar surgical and to the surgeon in case of severe deterioration of patient health. Conclusions - (other): based on the complaint history, work order search and medical review, a specific root cause of the event could not be determined. (B)(4). Lens remains implanted.

Event description:
The reporter indicated the surgeon implanted a 12.5mm ticm125v4 implantable collamer lens in the patient's right eye (od) and noted excessive vault in the post-operative period. This was associated with a significant reduction of irido-corneal angles. The lens remains implanted and the surgeon is planning to remove and exchange this lens for a shorter lens.